Event description:
A 57-year-old male with a known cad has been treated for ami/cgs. After the procedure the patient continued to have oxygenation issues and suboptimal end organ perfusion, so a va-ECMO has been placed. After ECMO has been placed, leg ischemia below the impella access site has been detected. Bypass to sfa has successfully been placed to re-perfuse the lower extremity.

Manufacturer narrative:
The impella device was not received by the manufacturer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted that the family decided to withdraw care, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.